Event description:
It was reported that the therapy was ¿not helping much¿ and that the patient still had incontinence. Patient outcome and treatment/ interventions were not reported. Additional information received reports the patient do not have concerns with their device or therapy. Additional information later received reports that the patient had a uti (urinary tract infection) about 2-3 weeks after implant. She had a big accident and another accident the same day. It was noted that the nurse said no uti, but later hcp (healthcare provider) put her on cepraflaxin antibiotic. The patient said that didn't help so she took medication called nitrafolanta, this helped. Following first uti, she was referred to a gastrologist and proctologist and had a colonoscopy but had to stop seeing those doctors. The patient mentioned a few accidents 2-3 weeks after implant possibly related to a uti.

Event description:
Additional information received reported that the patient never had therapeutic effect and didn¿t have enough money to keep making appointments for therapy that wasn¿t working for her.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kcds, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).